Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿when the package was opened, t1 was found to be already deployed¿. There was a relationship between the reported event and the device. T1, t2 and suture were returned but t1 had been pre-deployed. The actuator had been cycled once while still within the paper carrier. Please note: inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. This may occur while opening and removing the device from the paper carrier. T1 pre ¿deployment is a recognized failure mode that has been evaluated and is monitored. Product met specifications upon release to distribution. This is a packaging/product removal related failure.

Event description:
It was reported that during the meniscus repair procedure, when the package was opened, t1 was found to be already deployed. No back up was available. No patient injury or delay were reported.